Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: sid: (B)(6), sid: (B)(6). Completed information for section e1 phone number : (B)(6). This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98 all available patient information was included.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I results generated on the architect i1000sr processing module for multiple samples for the same patient. (Customer provided reference value at the 99th percentile 34.2 pg/ml)( (beckman platform reference value at the 99th percentile 19.8 pg/ml) it was reported 20 days ago the patient had a troponin result of 2500 pg/ml, the patient was taken to the hospital, getting a negative result. On (B)(6) 2023 sid: (B)(6), troponin result 1113 pg/ml, the patient was transferred to the emergency room of another hospital and the troponin result with beckman platform was 11 pg/ml on (B)(6) 2023 sid: (B)(6) repeated sample with result of 1181 pg/ml, beckman result was 12 pg/ml. On (B)(6) 2023 the samples were repeated on another architect (B)(6) with same high values very close to the first test (no results provided). Both samples from (B)(6) 2023 and (B)(6) 2023 were repeated on the alinity (B)(6) with results of 1253.7 pg/ml and 1229.4 pg/ml. The repeat results generated on the architect (B)(6) and alinity (B)(6) were for troubleshooting purposes only. The customer reported the patient is currently at home. The patient has a history of obesity, sleep apnea, and has a packemaker. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I results generated on the architect i1000sr processing module for multiple samples for the same patient. (Customer provided reference value at the 99th percentile 34.2 pg/ml)( (beckman platform reference value at the 99th percentile 19.8 pg/ml) it was reported 20 days ago the patient had a troponin result of 2500 pg/ml, the patient was taken to the hospital, getting a negative result. (B)(6) 2023 sid (B)(6) troponin result 1113 pg/ml, the patient was transferred to the emergency room of another hospital and the troponin result with beckman platform was 11 pg/ml (B)(6) 2023 sid (B)(6) repeated sample with result of 1181 pg/ml, beckman result was 12 pg/ml (B)(6) 2023 the samples were repeated on another architect (isr02063) with same high values very close to the first test (no results provided) both samples from (B)(6) 2023 were repeated on the alinity (ai23850) with results of 1253.7 pg/ml and 1229.4 pg/ml the repeat results generated on the architect (isr02063) and alinity (ai23850) were for troubleshooting purposes only. The customer reported the patient is currently at home. The patient has a history of obesity, sleep apnea, and has a packemaker. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review shows that the median patient results for lot 52311ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 52311ud00 was identified. All available patient information was included. Additional patient details are not available.